Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella 5.0 device for mechanical circulatory support. While on support, the complainant reported that during impella placement, the patient experienced a cerebral hemorrhage. Additional information noted care was withdrawn and the patient expired.